Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low blood glucose of 43 mg/dl within the past two weeks due to potentially over-treating. The customer also had physical therapy and her exercise routine was recently increased. Additionally, the customer's insulin pump alarmed motor error and motor position encoder error after she wore the device during an x-ray. The drive support cap appeared normal. The customer was able to rewind the device. The displacement test and manual prime were successful as well. The customer was advised to monitor the insulin pump and call back if the alarms recur. No products were returned or replaced.